Event description:
Additional information was received stating that the patient was unable to use the current recharger to charge their unit. Patient needed a wireless recharger as soon as possible. Patient was in advanced disease state, the old charging unit is too complicated and patient needed easier solution per the neurologist. It was indicated that the manufacturer's representative (rep) tried everything and patient was not keeping unit charged. The rep met with the patient and educated several times but the event was not resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient was still having an issue charging the ins. The caller had a meeting with the patient to charge the ins.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the difficulty charging was the patient was not getting sufficient coupling when charging. They also were not charging enough to put the battery levels back to 100%. Additional steps taken to resolve the issue included: pulled charging codes from the patient charging unit, reviewing them with technical services, sharing feedback from technical services with the patient and managing physician, the patient and husband were re-educated on charging requirement, and the patient was fitted with charging harness to ensure close proximity to ins for maximum coupling when charging, explaining this improves the efficiency of the charge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the manufacturer representative (rep) inquired about getting log information about recharging. The patient's husband reported difficulty charging and they think they are charging the implantable neurostimulator (ins), but it is taking a long time. The patient seems to be symptomatic. Additional information was received on 2020-jun-12. The recharging stats showed average coupling from (B)(6) 2020 to (B)(6) 2020 was from 0-6 and charging time from 0 to 47 minutes. Charging sessions from the stats were and education on charging was reviewed.